Event description:
Approx one hr into treatment a leak was noticed at the top of venous chamber. A new venous line was set up and pt treatment continued with no further problems. No intervention was required. MDR is filed for estimated blood loss of 140cc.